Manufacturer narrative:
Philips service replaced the bios battery, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geo ipc failed to start due to bios battery issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.